Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead had dislodged and was no longer able to capture the lv. The lead was capped and the patients device system was downgraded from a cardiac resynchronization therapy defibrillator (crt-d) system to a dual chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.&#842;